Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the handle was broken during impaction to remove the rasp from the bone after rasping.

Manufacturer narrative:
An event regarding cracking/fracturing involving an accolade handle was reported. The event was confirmed. Method & results: device evaluation and results: the returned parts were examined with the aid of a stereo microscope at magnifications up to 50x. The fracture surface associated with the impaction pad was examined using a scanning electron microscope (sem). Sem analysis showed that the fillet weld that held the impaction pad to the rasp handle body broke from overload conditions in a rapid manner. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the event was confirmed. A review of stryker¿s nc/CAPA database indicated that (B)(4) resulted in regulatory action ra2009-050 (approved nov. 1, 2010) which recalled the device for the potential fracturing/breakage of the straight rasp handle. All lots were recalled. The device reported in this event was manufactured before this recall.

Event description:
It was reported that the handle was broken during impaction to remove the rasp from the bone after rasping.